Manufacturer narrative:
Based on the investigation findings the complaint is confirmed as the implant coil is detached from the delivery pusher. The most likely root cause for this compliant is due to the device being expose to excessive force during retraction. (B)(4).

Event description:
It was reported from (B)(6) that during the embolization treatment of a pcom aneurysm, the coil prematurely detached. An attempt was made to retrieve the coil using an andrasnare, then a balt catch device successfully. No harm or injury was reported.